Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used to treat esophageal varices during a banding procedure on (B)(6), 2011. According to the complainant, the patient's varices were very large and had bled prior to the procedure. During the procedure, the physician attempted to fire off a band; however, it would not release. Reportedly, every time the physician turned the handle and heard a click, no band would release. Approximately ten turns later, the first band released. It took another three to four turns of the handle to release the second band and again for the third band. After deploying three bands onto the varices, the physician decided that no further bands were needed to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.